Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received for evaluation. Report of catheter tubing broken in two pieces was confirmed. As received, catheter body was broken at approximated 63cm from distal tip. Cross surface of broken section appeared uneven and rough. Catheter body matched at the broken location. No other visible damage was observed from catheter body. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The IFU was review and indicated "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when this fogarty catheter was withdrawn from patient, the catheter tubing was found kinked and broken in two pieces. No piece remained in patient. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusions). Added: h6 (type of investigation). Further investigation was performed by the engineers in the manufacturing site. The controls to detect the failure mode being evaluated are established in the manufacturing process. The units are inspected according to plan specifications, the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub/shrink leakage and for bushings and tip leakage. Based on the available information, there is no evidence that support s or confirms the failure mode is associated to a manufacturing/ design defect. Edwards will continue to review and monitor all events.